Event description:
The customer states that a section of tubing became disconnected on the cell-dyn sapphire analyzer and a large amount of fluid leaked onto the sample loader tray and under the analyzer. The operator was also sprayed on her lab coat when she opened the left side door to find the source of the leak. No medical attention was required or sought by the operator. The operator also saw smoke coming from the cpu/power cable areas of the analyzer. The analyzer has been powered off and a service call has been requested. The lab's smoke alarms did not go off and there is no damage reported to the surrounding lab environment. There is no reported impact to patient management.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete. Concomitant medical products: (B)(4) power cord; ln: 9130543 silicone tubing.